Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have high blood glucose of 494 mg/dl, which was treated with bolus wizard. Customer had symptoms of high blood glucose; customer had nausea and felt "off".. Customer reported of not receiving insulin, but insulin pump did not alarm. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. Customer reported that after changing infusion set, it was found that cannula was bent in half outside of the skin. Customer was advised that supplies would be replaced and serter would be sent since customer mentioned that she inserts without a serter.